Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the ophthalmic artery using penumbra smart coils (smart coils). During the procedure, the physician framed the aneurysm with another manufacturer¿s coil before attempting to deploy a smart coil to help fill the aneurysm;. However, while deploying the smart coil through a non penumbra microcatheter, the physician experienced resistance and the microcatheter kicked out the aneurysm; therefore, the smart coil was removed and re-sheathed. Thereafter, the physician re-accessed the aneurysm with a wire inside the microcatheter and successfully deployed and detached a new smart coil in the aneurysm without issue. Thee procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.